Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 85 mg/dl. The customer was advised to insert new battery and we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 85 mg/dl. Customer stated that there is crack on off the top left of the screen. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 85 mg/dl. The customer stated that there is crack on top left of screen. The customer stated the pump was dropped, fell out of pocket. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.